Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem emitter had fail. It was replaced and that resolved the issue. Analysis of the emitter was initiated to determine the probable cause of the issue. Analysis found that the emitter was tested and functioned as expected, unit was continuously tracking tools and was lat tested with passing accuracy results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had an issue with intermittent tracking during a fess procedure. They were able to register the patient, but none of the suctions would verify. They moved everything away from the bed and the system, but were only able to decrease the metal interference value slightly. The site was able to get the instruments to verify, but the tracking was intermittent and they aborted use of navigation. Intermittent tracking difficulties were previously reported in which the or bed was ruled out as being a contributing factor to metal interference. The intermittent tracking was occurring when the site was tracking an instrument while using an endoscope. An endoscope can increase the metal interference value of the instrument tracker and cause intermittent tracking issues. However, the site uses endoscopes in every case and it does not typically cause a tracking problem for them. Additionally, after registration, the system displayed "localizer not connected". It was determined that the localizer connected message was visible because the site was taking photos of the registration information after the clinical case had ended and the emitter was disconnected. There was a delay to the case of less than one hour. There was no reported impact on patient outcome.